Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test stsrip had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 210mg/dl and 163mg/dl. The customer's expected fasting blood glucose test result range is 95 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 210mg/dl, (B)(6) 2016 11:05 pm, fasting: no. A 163mg/dl, (B)(6) 2016 10:38 pm, fasting: no. A 117mg/dl, (B)(6) 2016 08:13 pm, fasting: no. A 110mg/dl, (B)(6) 2016 09:02 pm, fasting: no. A undisclosed. Customer has not changed on daily activities such as diet, exercise, and/or medications.